Event description:
A 3.0mm diameter x 18mm length ave micro stent ii was inserted into the coronary artery to the target lesion. There was no predilatation performed prior to the attempt to insert the ave coronary stent sys, therefore, it was not possible to cross the target lesion. As the partially inflated stent and delivery sys were pulled back from the coronary artery, the stent dislodged from the stent delivery sys. The reason for the partial inflation of the stent is not known, but the physician did not feel that the stent was at fault for the dislodgement. The stent was successfully snared from the pt and there was no add'l clinical sequalae reported relative to the event.